Event description:
Caller alleged discrepant accuracy results when compared to the lab and alternate point of care (poc) meter. Results as follows: date: (B)(6) 2013, inratio: 3.5, lab: 4.7, poc: 5.0. Time between testing was reported as 2 hours between inratio and lab, 1 hour between inratio and poc. Patient's therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.